Manufacturer narrative:
The monitor (B)(4) and electrode belt sn (B)(4) have not been yet been recovered from the field for evaluation. The device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly at home at the time and found by family members. Per review of the event, the patient was originally in a sinus rhythm at 75bpm with pvcs. The patient's rhythm transitioned to bradycardia at 10 to 30 bpm degrading to asystole. The lifevest delivered five treatment shocks between 04:45:04 and 06:15:00am while the patient was in asystole. CPR artifact contributed to the false detections. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.